Event description:
Boston scientific crm received info that this pt with this pacemaker was scheduled for a pocket revision, due to pain and stimulation. There is no further info available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Future revision scheduled due to pain and stimulation.